Manufacturer narrative:
(B) (4). Sample will not be returned for eval.

Event description:
It was reported by our sales rep that one of the physicians at this facility is investigating another potential chlorhexidine sensitivity case. Add'l info rec'd on 3/9/2010 from the customer states, the pt was supposed to have a whipple's procedure. They anaesthetized the pt, inserted the central venous catheter (cvc) and the pt suffered a cardiovascular collapse, with desaturation. They presumed, the line had gone into the lung, so a chest drain was inserted. The pt was transferred to itu. The pt went back to therapy one week later for their operation and the same thing happened again. They assumed it was the anaesthetic drugs. After 45 minutes to 1 hour, the pt was stable enough for their operation. Blood was taken for tryptase and chlorhexidine allergy e and this came back positive. The physician was not present for either event and the cvc was not kept. The pt was discharged and well. They will be seen through outpatient services and will be back for skin testing. Note: whipple procedure, or kausch-whipple procedure, is a major surgical operation involving the pancreas, duodenum, and other organs. This operation is performed to treat cancerous tumors on the head of the pancreas, malignant tumors involving common bile duct or duodenum near the pancreas. Tryptase is the most abundant secretory granule-derived serine proteinase contained in mast cells that has recently been used as a marker for mast cell. Further follow up rec'd by regulatory on 3/9/2010 from the medicines and health care products regulatory agency ((B) (4)) informed us of a report concerning a reaction to chlorhexidine. It is reported an antimicrobial catheter was placed & the pt exhibited classic symptoms of having a pneumothorax; therefore, a chest drain was inserted. It later transpired that the pt did not have a pneumothorax & thus didn't require a chest drain. In fact, the pt had a severe allergic reaction to the chlorhexidine coated catheter that had been inserted prior to surgery. The pt did not have a history of chlorhexidine sensitivity. Reference MDR # 2518433-2010-00006 for second event involving same pt.